Manufacturer narrative:
The hill-rom technician found the power cord was blackened during the event. The account confirmed that they did not know the exact cause of the issue. The service department of the account also had to replace the wall outlet. Per the hill-rom service manual, the total care bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Examine the power cords and plugs for cuts, nicks, breaks, frays and for correct grounding. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2016. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the power cord to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the power cord caught fire. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).